Manufacturer narrative:
The pump passed the functional testing, including the displacement, rewind, basic occlusion, occlusion, prime and no delivery alarm tests. The pump was programmed with a 2.0 unit fixed prime with water in the reservoir and the water did exit the infusion set. The daily totals feature functioned properly. No delivery anomaly was noted. The pump was received with normal operating currents and no unexpected off no power or low battery alarms were noted. The pump was received with a cracked case at the display window corner, minor scratches on the lcd window, cracked battery tube threads, a cracked belt clip slot at the battery tube threads area and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that her son was hospitalized for high blood glucose. The patient's blood glucose at the time of admission was approximately 280 mg/dl. The mother stated that the device had issues giving too much insulin but then did not give enough. The customer was treated with 9 units of novolog and slow-acting insulin. The device was inspected: the drive support cap appeared normal and the reservoir contained the same amount of insulin as displayed on the status screen. The mother declined to review the insulin pump settings. The mother did not believe that the device was over-delivering; however, the customer believed that the device was not giving him insulin for eleven hours while he was on dialysis. The insulin pump will be returned and replaced.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.